Event description:
The pt was being fed using a pump. One liter of an enteral feeding solution was hung, and the pump was set to deliver 135 ml/hr. An unk amount was delivered over 1 hour. There was no previous aspiration on the day before the event. The pt was found in bed with labored respiration, congestion, elevated temperature and rapid pulse. The pt was too diaphoretic for speech. The pt was sent to the intensive care unit with aspiration pneumonia, and placed on unspecified antibiotics.